Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent a minimal invasive decompression and fusion surgery at l4-5 due to degeneration. During surgery, it was found that the set screw couldn't break off after placing on the screw. The surgeon tried to break off the set screw but it kept squeaking. There was a delay in overall procedure. No patient complications were reported.